Manufacturer narrative:
Patient weight for patient 1 was not supplied. Patient 2 is a male aged (B)(6), date of birth is (B)(6) 1948. A beckman coulter field service engineer (fse) was dispatched to the customer site and identified a dripping reagent pipettor caused by damaged wash buffer supply tubing. The fse determined that this was the cause of the erroneous results reported by the customer and replaced the tubing to resolve the issue. In conclusion, the cause of this event was confirmed as damaged wash buffer supply tubing on the reagent pipettor assembly. A dripping pipettor and/or air in the working fluid of the pipetting system (wash buffer) compromised the liquid handling capability of the system and generated erroneous results.

Event description:
The customer reported that erroneously low psa (prostate specific antigen) results for two (2) patients had been generated on the customer's unicel dxi 800 access immunoassay system (serial number (B)(4)). The two (2) patient samples had been reanalyzed on a second unicel dxi 800 access immunoassay system (serial number (B)(4)) and results which were discrepant from initial results were generated. There was no report of any change to patient treatment in association with this event. The customer reported that there had been no qc (quality control) issues. A review of data submitted by the customer indicated that psa qc was within the customer's established parameters on the event date. The customer did not indicate any system check or calibration issues. The patient samples were collected in serum separator (gold top) tubes, centrifuged for an unknown time at an unknown rpm (revolutions per minute) and stored at refrigerator temperature. The customer stated that no known integrity issues were noted for the samples in question.